Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the drive support cap is protruded and the insulin pump is not delivering insulin. Customer did not recall how the damage occurred. Blood glucose value was 403 mg/dl; treated with manual injection last blood glucose value is 266 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.